Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: broken: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported while doing a size exchange, they removed the new implant to adjust the pocket and the implant "ruptured" as it was pulled out. Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device not implanted.

Event description:
Healthcare professional reported while doing a size exchange, they removed the new implant to adjust the pocket and the implant "ruptured" as it was pulled out. Device was not implanted. Implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed opening assessed as surgical damage. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported while doing a size exchange, they removed the new implant to adjust the pocket and the implant "ruptured" as it was pulled out. Device was not implanted. Surgery was completed with a backup device.